Manufacturer narrative:
H10 h3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated after the patient took a shower, in which the pump was sealed in a bag but the dressing potentially got wet. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the IFU for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. Efforts must be taken to ensure the dressing does not come into contact with water. Based on the information provided the most probable root cause was identified as user variance. A relationship between the event and the device was confirmed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that after a hip replacement on (B)(6) 2020 a pico 10x20 was applied. Two days after the patient took a shower, disconnected the pump and placed plastic wrap at the end of the pico soft port tubing but potentially got the dressing wet from the shower. The patient then tried to reconnect the pico pump back to the dressing and when doing so all the lights came on and stayed on. New batteries were tried but the issue was not solved. The patient's dressing had barely to no exudate from the incision. The nurse tried placing a clear film tegaderm over the dressing soft port to see if that was a problem but the lights all were still illuminated. The problem was solved with a backup pump and the dressing was changed.